Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a peripheral atherectomy interventional procedure, using a 6f sheath. Reportedly, there was no blood flow through the marker lumen. A second proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Operator not trained. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being reported under a separate medwatch report number.